Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (2 vials, same lot) were returned for evaluation. Product testing was performed and no defect found on returned meter. Defect found on returned strip vial ID# (B)(4): physical defects of strips: discolored strips. Root cause: rc-069: missing chemistry; user washed strips. Defect found on returned strip vial ID# (B)(4): control test results out of range (high) and e-5. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for test strip not absorbing the blood. Husband is calling on behalf of the customer. At the time of the call the customer felt well and did not report any symptoms. No medical attention related to the use of the product was reported. Customer was not using the proper testing technique (alcholol). The product is stored according to specification in the dining room. The test strip lot manufacturers expiration date is 09/30/2021 and open vial date is a few weeks prior to call. During the call, a blood test was attempted to be performed by the customer and the test strip did not absorb the blood.